Manufacturer narrative:
The device has been received by anspach. The device was evaluated and was found to have a cut/tear in the hose between the pressure relief valve and the motor. This is due to mishandling at the customer site. The event was confirmed. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that there was a "hole in the hose" of the device discovered during testing. The device was not being used during surgery. There were no injuries or medical interventions reported. There was no additional information provided.